Manufacturer narrative:
The returned complaint sample was attached with female lures on source lines and capped. Air pressure was applied and dunk tested to identify leak. The leak was observed on back side of pump cassette below blood inlet bushing and from small cut confirming complaint condition. The device history records for the applicable lot was reviewed and the inspection report showed that no mps disposable device was found rejected and no specific manufacturing yield issues was reported similar to this complaint condition. The root cause is likely to be worn buffer edged cause pinched during the rf weld of pump cassette. The small pinhole leak or small cut not detected by automated tester. The failure mode was not the same as for previously recalled product.

Event description:
The hospital perfusionist reported an issue encountered with the mps delivery set during use. The report stated the issue observed during priming of the system. The perfusionist said the leak appeared to originate on the seam near the top of the blood side. There was no patient involvement. This report is filed because the alleged failure mode as reported is similar to previous reports which resulted in adverse reports. The device was returned to the manufacturer for evaluation.